Event description:
It was reported that pacemaker system exhibited high pacing thresholds on the right ventricular (rv) lead, in addition intermittent loss of capture (loc) was also observed. The patient felt chest pain. As a result, the patient underwent a revision procedure, and it was found that the patient had a cardiac tamponade with pericardial effusion due to a perforation of the heart wall. A pericardial drained was performed. The pacemaker system was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned pacemaker was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that pacemaker system exhibited high pacing thresholds on the right ventricular (rv) lead, in addition intermittent loss of capture (loc) was also observed. The patient felt chest pain. As a result, the patient underwent a revision procedure, and it was found that the patient had a cardiac tamponade with pericardial effusion due to a perforation of the heart wall. A pericardial drained was performed. The pacemaker system was explanted and successfully replaced. No additional adverse patient effects were reported. This pacemaker was already returned to boston scientific.

Event description:
It was reported that pacemaker system exhibited high pacing thresholds on the right ventricular (rv) lead, in addition intermittent loss of capture (loc) was also observed. The patient felt chest pain. As a result, the patient underwent a revision procedure, and it was found that the patient had a cardiac tamponade with pericardial effusion due to a perforation of the heart wall. A pericardial drained was performed. The pacemaker system was explanted and successfully replaced. No additional adverse patient effects were reported. This pacemaker is not expected to be returned to boston scientific since it was retained by the explanting hospital.